Event description:
Additional information was received on 27aug2021 noting that the type of procedure is unknown. The procedure was completed using another device. However, the patient's overall outcome is also unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ based on the results of the investigation, the cause for the reported event is believed to be a malfunction of the charged couple device unit. This malfunction resulted in an abnormal communication and ultimately, image failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the hd autoclavable camera head would not produce an image when connected to the camera box during the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the image was cutting in and out due to a faulty charged coupled device unit. A shortage was noted in the cable causing the image to flicker. If additional information becomes available following device evaluation, a supplemental report will be filed.